Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified; fold creases, weight within specification. Based on the device analysis the final assessment is no issues found related to the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: device exchange.

Event description:
Healthcare professional reported right side "prominent lymph nodes in the axilla bilaterally with some of the lymph nodes demonstrating a diminutive fatty hilum. There are also foci of increased silicone signal in the axllla bilaterally, which may be within the lymph nodes and represent silicone lymphadenopathy." Device has been explanted.